Manufacturer narrative:
Based on clarification from the customer there was no reported issue with the fibers they were tried with the console and fiber replacements were requested. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. The issue was that the console could not recognize the fibers and the procedure was aborted due to this. The console was reported under report number 2124215-2024-24436 and all further information regarding this issue will be reported under report number 2124215-2024-24436.

Event description:
It was reported that, during a holmium laser enucleation of the prostate (holep) procedure, the console failed to recognize four fibers. Further information obtained from the customer clarified that the primary contributor for the procedure being cancelled was due to the console. The patient was present and under general anesthesia. The procedure was not able to be completed. There were no patient complications. The customer indicated that there were no issues with the fibers that were tried with the console and fiber replacements were requested. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that, during a holmium laser enucleation of the prostate (holep) procedure, the console failed to recognize four fibers. Further information obtained from the customer clarified that the primary contributor for the procedure being cancelled was due to the console. The patient was present and under general anesthesia. The procedure was not able to be completed. There were no patient complications. The customer indicated that there were no issues with the fibers that were tried with the console and fiber replacements were requested. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Based on clarification from the customer there was no reported issue with the fibers they were tried with the console and fiber replacements were requested. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. The issue was that the console could not recognize the fibers and the procedure was aborted due to this. The console was reported under report number 2124215-2024-24436 and all further information regarding this issue will be reported under report number 2124215-2024-24436.

Event description:
It was reported that during a procedure for a holmium laser enucleation of the prostate (holep) the fiber was not recognized. The patient was present and sedated. The procedure was not completed. There were no complications to the patient as a result of the event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.